Event description:
Customer reported that the therapy connector is broken out of the device front case. A broken therapy connector could prevent the device from delivering therapy to a pt. There was no pt associated with the report.

Manufacturer narrative:
Physio-control provided the customer technical assistance and parts info to replace the front case and repair device.